Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported heparin was hung as a secondary infusion and y-sited above pump. Infusion was programmed and checked by a second clinician. Approximately twenty minutes into infusion, the bag was empty. It was also noted 100ml from the primary normal saline bag was also gone. Labs were drawn on the patient with an activated partial thromboplastin time (aptt) greater than 400. Protamine 50mg was given. Repeat labs were drawn with an aptt of 197 and xai 1.50. An additional dose of protamine 50mg was given. Patient remained stable with no signs of bleeding.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that there was an over infusion of heparin was not able to be confirmed through the log analysis and could not be replicated during bd¿s testing. The log analysis found an infusion of heparin at 50 unit/1ml was manually programmed and started as primary infusion on the date (B)(6) 2024 at the time of 1:49 pm. The infusion rate was at 19ml/h with the volume to be infused (vtbi) at 500ml. The received administration set and secondary set were in a configuration for a secondary infusion of heparin in a 500ml IV bag with the primary 1000ml IV bag of 0.9% sodium chloride. The heparin infusion was manually terminated at the time of 4:08 pm with a total volume infused recorded at 43.887ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the heparin infusion that was programmed to infuse for approximately 26 hours was terminated early after only infusing for approximately 2.25 hours. The inspecting and testing process did not find an issue with the suspect pump module or the administration set that would have induced an over infusion. The pump module with the administration set were found to be infusing within specification. During testing of the returned primary and secondary administration sets, it was found that the primary administration set¿s back-check valve was failing, causing the secondary IV bag of fluid to back flow into the primary IV bag. This finding was not a contributing factor for the reported over infusion. Infusion specialty disposables ¿ vernon hills has been informed for the investigation of the primary administration set (pr (B)(4)). During the inspection process of the suspect pump module, it was found that third-party parts were used for the inter unit interface (iui) connectors. This finding was not a contributing factor for the over infusion.

Event description:
It was reported heparin was hung as a secondary infusion and y-sited above pump. Infusion was programmed and checked by a second clinician. Approximately twenty minutes into infusion, the bag was empty. It was also noted 100ml from the primary normal saline bag was also gone. Labs were drawn on the patient with an activated partial thromboplastin time (aptt) greater than 400. Protamine 50mg was given. Repeat labs were drawn with an aptt of 197 and xai 1.50. An additional dose of protamine 50mg was given. Patient remained stable with no signs of bleeding.